Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full examination. The report of balloon burst was confirmed. As received balloon was found to be ruptured at central area. Proximal windings were removed and balloon latex was relaxed. The edges of the rupture region did not appear to match up. Both balloon windings were intact. No other visible damage was observed from catheter. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering investigation, balloon inflation and visual inspection are performed as part of the manufacturing process. Nevertheless, an acknowledgment was provided to the manufacturing personnel regarding this condition. Additionally, a pra has been generated. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with patient of this fogarty catheter, the balloon burst. There was no allegation of patient injury. Patient demographics unable to be obtained. The product was available for evaluation.

Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full examination. The report of balloon burst was confirmed. As received balloon was found to be ruptured at central area. Proximal windings were removed and balloon latex was relaxed. The edges of the rupture region did not appear to match up. Both balloon windings were intact. No other visible damage was observed from catheter. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering investigation, balloon inflation and visual inspection are performed as part of the manufacturing process. Nevertheless, an acknowledgment was provided to the manufacturing personnel regarding this condition. Additionally, a pra has been generated. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with patient of this fogarty catheter, the balloon burst. There was no allegation of patient injury. Patient demographics unable to be obtained. The product was available for evaluation.